Manufacturer narrative:
(B) (4). Eval summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on pt bone quality and the amount of bone removed, the remaining bone may not allow the implant to seat with normal impact forces in some cases. Based on the available info, a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that during surgery on (B) (6) 2009, the surgeon reamed distal with long gold 12 diameter reamer, prepped proximal with 12 diameter proximal reamer, did trial reduction with the recommended 12 stem and 12 distal pilot, and trial offset head. Surgeon liked the range of motion, when removing the trials, he noticed the 12 trial stem was so loose he was able to easily manipulate it with his fingers. He elected to go up a size on the stem fearing that the 12 would easily subside with the notable amount of movement on the trial. He prepped with 13 distal reamer and proximal reamer, followed by line to line trial 13 proximal stem and distal trial pilot tip. Size 13 trial fit much nicer. When opened the 13 tm implant; while he was inserting the implant, it got stuck about 1" and a quarter above the head resected height. Implant was difficult to remove. It was so tight that the dr decided to go ahead and use the 12 tm implant stem. Once implanted, it was noticed that it was too loose. So he removed the size 12 implant. We discussed reaming distally with a 14 reamer, he elected not to do so and carefully re-reamed the distal and proximal portions. He then re-inserted the original size 13 tm implant. It was still pretty snug upon insertion, more than usual. He carefully advanced the stem until seated. Another trial range of motion was done with the trial head provisional. Dr. Liked the range of motion and final head implant was opened and implanted; followed by final range of motion test. The issues with the stem attributed approximately 30 minutes of extra case time.